Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead dislodged several times despite the physician's attempts to affix the lead to the myocardium rotating the fixation tool up to 30 times each instance. It was further noted that a current of injury could not be obtained. The lead was extracted and another of the same make was attempted with similar results. That lead was subsequently extracted as well and the procedure was then completed with a competitor product. No adverse patient effects were reported.